Event description:
It was reported that the balloon ruptured, and the tip was detached, requiring intervention. The occluded target lesion was located in the severely tortuous and severely calcified left renal artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced and inflated; however, the balloon ruptured upon initial inflation at 18 atmospheres for 20 seconds. The catheter was removed from the patient and found the tip was missing. A second wire and another balloon were used to capture the detached piece. The procedure was completed using an alternate device. No complications were reported, and the patient was fully recovered. It was further reported via user facility#: (B)(4), that the vascular access was obtained via left radial artery. However, the left brachial artery was highly tortuous. The physician decided to pursue left femoral artery access by placing 6f sheath and 6f steerable sheath. The lesion was wired with non-boston scientific (bsc) guidewire and dilated with 2mm, 3mm and 5mm non-bsc balloon for 200 pulses. After this 6mm sterling balloon ruptured, the sheath and balloon were removed intact and reinserted. The lesion was wired again with 6mm athletis balloon, but it did not cross. The ivus shows residual severe underexpansion. A 6mm nc coronary balloon was used but ruptured, therefore a 6mm drug-coated balloon was used to dilate but still residual waist was noted.

Event description:
It was reported that the balloon ruptured, and the tip was detached, requiring intervention. The occluded target lesion was located in the severely tortuous and severely calcified left renal artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced and inflated; however, the balloon ruptured upon initial inflation at 18 atmospheres for 20 seconds. The catheter was removed from the patient and found the tip was missing. A second wire and another balloon were used to capture the detached piece. The procedure was completed using an alternate device. No complications were reported, and the patient was fully recovered.